Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system and confirmed that the exposure was not possible. Review of system log file identifies image disc error. Upon troubleshooting, fse found that ippc hard disc was defective. The philips engineer replaced hdds (x2) for image store placed in the ip-pc. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure was not possible. No harm was reported to philips. As per the field service engineer, the image disk was faulty. The field service engineer inspected the system onsite and replace the hard disk of the image processing pc and returned the device to use in good working order.